Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an appropriate shock due to ventricular tachycardia (vt). Reportedly, there was a delay in therapy for approximately 63 seconds, after which the device delivered a shock and the rhythm was converted. Engineering commented that the rhythm alternated between vt and not fast rate, and each time a slow beat was detected the fast interval counter was reset to cero. Technical services (ts) provided programming recommendations. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an appropriate shock due to ventricular tachycardia (vt). Reportedly, there was a delay in therapy for approximately 63 seconds, after which the device delivered a shock and the rhythm was converted. Engineering commented that the rhythm alternated between vt and not fast rate, and each time a slow beat was detected the fast interval counter was reset to cero. Technical services (ts) provided programming recommendations. The s-ICD system remains in service. No additional adverse patient effects were reported.